Event description:
During follow-up for a draining slowly message received on (B)(6) 2026, it was reported that this peritoneal dialysis (pd) patient visited the pd clinic on the same day due to issues with the machine (unspecified). During the visit, the patient¿s pd catheter (not a fresenius product) was flushed due to a thick layer of fibrin blocking it. Additionally, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that they expired on (B)(6) 2026. The pdrn provided additional information related to the death. The patient was not in active treatment at the time of the event. The patient was in the hospital at the time of death. The reason for the hospitalization is unknown. The patient had a do not resuscitate (dnr) order and hospice in place. The patient¿s cause of death was cardiac arrest. The patient had chronic urinary tract infections (uti) which were ongoing for several years. No diagnosis date was documented. The utis were not related to pd or any fresenius devices or products. The patient¿s death was not related any fresenius device(s) or product(s) and/or their dialysis therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).